Event description:
Dealer states extension joystick cable has a short in it....no physical damage.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Malfunction has not been confirmed.